Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room (ER) with reports of shocks. Upon review, there was no rv capture. Subsequently, this rv lead was explanted and successfully replaced with a new rv lead. It was questioned whether the shocks were appropriately delivered and if the shocks caused the rv lead to dislodge, or if the dislodgement caused inappropriate shocks. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room (ER) with reports of shocks. Upon review, there was no rv capture. Subsequently, this rv lead was explanted and successfully replaced with a new rv lead. It was questioned whether the shocks were appropriately delivered and if the shocks caused the rv lead to dislodge, or if the dislodgement caused inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.